Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) non-malignant pain. It was reported that a patient can't charge their ins and their patient programmer won't connect to their ins. The patient attempted switching batteries on the programmer, but still was unable to communicate with the ins. The patient was unable to communicate with the ins using a different external device. It was noted the patient can't switch to MRI mode and the MRI was non-device related. The last time the patient charged their implant was (B)(6) 2017. No symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on june 29, 2017. It was reported that the patient was involved with other medical issues that they did not keep the implantable neurostimulator (ins) charged. A manufacturer representative (rep) met with the patient; they were able to charge the device and put it into MRI mode. In result, the not charging issue and the lack of communication between the devices issue resolved. There were no further complications reported or anticipated.